Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, loss of atrial sensing was observed. Upon fluoroscopy, it was determined that the atrial lead was dislodged and no longer attached to the ra endocardium. The lead was repositioned. The atrial lead was sensing appropriately. The patient was discharged.